Manufacturer narrative:
Method: -device history review, -trend analysis, -failure analysis. The DHR review was completed for cam02 monitor serial number (B)(4). Date of manufacture: 2015 - sep. The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history review: there is no service history for this complaint as the monitor is to be returned for first time service a review of the customer complaints was competed using the following key words ¿power board failure¿ in the search criteria. The review encompassed dates 24-feb-16 to 07-mar -17. A total of 156 complaints were reviewed of which there are 6 complaints which contained the search criteria. Additionally, the review verified (B)(4) is the single complaint occurrence for serial number (B)(4). The product was returned for failure analysis evaluation which verified the complaint as valid due to the power board was not completely connected to power board connector. Additional communication received from the service centre which confirmed the cause was due to an intermittent failure when the 72600855 cable was not properly connected to the power board. The cause of the loose cable was not determined. Conclusion: the evaluation verified the complaint as valid; the cause of the complaint issue was identified as an intermittent failure when the 72600855 cable was not properly connected to the power board. This resulted in the reported incident ¿power board failure¿.

Event description:
Power board failure was reported. There was no patient injury or medical intervention required. Additional information was requested and on (B)(6) 2017, the following was provided by the customer. The product problem was discovered on (B)(6) 2017 when the unit was powered on before surgery. An error message "power board failure, system must be serviced" was displayed. The unit was then switched out for another machine.